Event description:
It has been reported to philips that system was not booting up. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use when the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcomes. Health impact code was corrected.